Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tip of the guide pin with suture eye ar-1297l is larger than 2.4 mm. Therefore the pin could not slide into the ar-1204f-24i insert 2.4 mm. 3 pins with the same lot number were tested and all had the same problem. Another pin with a different lot number was used to finish the surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. Two unpackaged and two sealed packages of ar-1297ls guide pin with suture eye, 2.4 mm x 435 mm, sterile, serial/batch number (B)(6), were received for investigation. Functional testing does not apply to this device. A visual evaluation revealed no issues. The critical dimensions of the unpackaged devices and one from the sealed package were measured according to drawing c3165, revision 24. Diameter: ø .096 ± .002; result: .096 for all three devices. Distance: .48 ± .03; results: device #1: .48, device #2: .48, device #3: .47. The received devices meet the specifications according to drawing c3165, revision 24. No problem found.